Event description:
Pt revised because of dislocation and malpositioning.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records for the one known product/lot combination did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem with the information available. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.